Event description:
During eye muscle surgery, the surgeon was using an ethicon 6-0 vicryl suture, 12inch #j556, lot zlk253. While passing the suture through the eye muscle, the suture started fraying and the suture had to be pulled out of the muscle due to the defect. The suture was saved in a needle mat and secured in a biohazard bag. Digital pictures were attempted to show the frayed suture.